Event description:
The reporter stated that the drill (B)(4) stuck in drill guide (B)(4) of the hallu-lock system. During a metatarsal-phalangeal arthodesis of the left hallux, the drill bit got stuck in the drill guide. The surgery was delayed by two minutes. The surgeon was unable to remove the drill bit from the guide. Another drill but was used without a drill guide to complete the procedure. There was no report of any adverse outcome for the pt.

Manufacturer narrative:
A review of integra's complaint system showed that this event was reported to integra, and entered into the complaint management system in (B)(4) 2009. A medwatch had not been submitted previously for this event. To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.